Event description:
Consumer put a magnetic mattress pad on bed. They began to experience problems with very itchy bumps on back and chest twelve days later. They saw their dermatologist four days later who prescribed a cream for the rash. They continued to see numerous health providers because condition was worsening. On 3/24/02 consumer removed the pad from their bed. Skin problems are slowly improving.